Event description:
This report is being filed as an adverse event, solely to comply with the FDA's blood loss policy. It was reported that on the previous day, during the first five minutes of a routine hemodialysis treatment, a fluid leak alarm occurred. It was noted that there was a small crack in the female luer fitting on the effluent line, and fluid had dripped onto the leak sensor triggering the alarm. The operator was not able to recover from the alarm. Manual rinseback was attempted unsuccessfully, which resulted in a 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
The reported blood loss has been attributed to operator error as rinseback was not performed per device labeling which states, to promptly rinseback the patient's blood if alarms cannot be resolved. Facility nurse reported that the operator did not correctly perform the rinseback and has subsequently provided additional training. The cartridge was not returned for evaluation. There have been no similar problems reported. This component failure could not be confirmed, however, it appears to be a random isolated event. A leak at this location of the effluent line has no impact to patient safety, as it occurred downstream of the fluid balance system as waste fluid was going to drain. The user's guide provides adequate instructions for troubleshooting alarms and for rinseback procedure. Nxstage considers this report closed and will continue to monitor as part of the routine complaint process.